Manufacturer narrative:
(B)(4). Device evaluation: product testing was not performed as the product was not returned for investigation. Manufacturing record: manufacturing records review was not performed as lot number of the complaint product is unknown. Labeling review: directions for use (dfu) was reviewed. Related instructions and precautions were addressed and adequately provide the patient with the proper steps for use of the product. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported her eyelids became red in color and her eyelids felt irritated and itchy. She cared for her contact lens with comfort care and wore the lens. Eyelids were also swollen. Patient saw an ophthalmologist, but doctor did not provide a diagnostic/disease name. Doctor did provide a cause for her symptoms. The patient applied prescribed eye drops, but symptoms were not relieved. She did not use comfort care during a trip in foreign country, and her symptoms were relieved. She came back from overseas and cared for her lens with comfort care again, and she had the same symptoms as before. She was caring for her lens with contact lens care products by other company before using comfort care. No further information was provided.